Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 06/02/2015 with the following findings: device evaluation: on investigation, the display was noted to be dim, faded and discolored.

Event description:
The pump was returned for investigation. Investigation revealed a dim/faded/discolored display screen. This report is made based on results of investigation completed on 06/02/2015.